Manufacturer narrative:
Information was not provided by the initial contact. Cracked blade. The analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".

Event description:
The device was used and suddenly caused a solid tone on the generator. Case was completed using another device. There was no reported patient consequence.